Manufacturer narrative:
H6- health effect impact code 4581: significant reduction of irido-coneal angels, angle closure. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -5.50/4.0/100 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on 17/oct/2023. Significant reduction of iridocorneal angles was observed. On (B)(6) 2023, an anterior chamber formation with bss and suturing of the incision was performed as a procedure for a significantly narrow angle corner. This did not resolve the problem. On (B)(6) 2023, a shorter length different diopter lens was implanted. This resolved the problem. Cause of the event is reported as unknown.